Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No other error alarms were noted in the alarm history.

Event description:
Customer reported via phone, she has been having trouble with the insulin pump, it has been alarming motor error since last week. Due to the alarms customer has been experience high blood glucose of 500 mg/dl. Customer's blood glucose was 130 mg/dl. Alarm has been occurring during bolus. The device was not dropped, bumped, or exposed to moisture. Customer doesn't use the sensor feature and is unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.